Manufacturer narrative:
No product will be returned for evaluation.

Event description:
The patient reported he has had 4 insulin infusion sets "pop out" due to the headset not properly adhering to his skin. He said his blood glucose readings are in the 300's mg/dl because the infusion sets will not stay inserted. The patient stated his normal blood glucose range is 160-170 mg/dl. He said his symptoms are thirst and frequent urination. During troubleshooting, the patient stated he just moved to a very humid area and currently has the flu and is sweating profusely. The patient was educated on the use of IV prep pads and the sandwich technique of applying the headset. On follow up, the patient stated the use of additional adhesive "did the trick". He stated after he used it his blood glucose went down to 144 mg/dl and the infusing headsets are properly adhering to his skin. The patient did not require assistance from a healthcare professional or second party to address the issue. Replacement products were sent. No product was available to be returned for evaluation.